Event description:
The customer reported that the fiber cap detached and started to forward fire at 25,949 joules during the fiber prostate procedure. It is unk if the device was inside the pt at the time of the detachment, however, it appears it may have been during use. The location of the cap is unk, however, there was no report of the device remaining inside the pt or that cap retrieval was performed. Add'l details were requested by the MFR and have not been obtained. It was reported that the procedure was completed with a second fiber and that there was no pt injury.